Event description:
It was reported that during attempted insertion of the iab, the balloon unwrapped and the iab could not be passed through the introduce sheath. As a result, the iab and sheath were removed as a unit. There were no patient complications.